Manufacturer narrative:
Additional information: product ID 9735225 was updated to 9734477. The computer has been received by the manufacturer. However, at the time of filing, it is under analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the computer for the navigation system was completed by medtronic personnel. The computer was found to be fully functional and the reported issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No 510k due to similar device reporting. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. Other relevant device(s) are: product ID: 9735225, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during the event the system froze. The surgery was continued with multiple reboots. There was a reported delay of less than one hour, and no reported impact to patient outcome.